Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had positive cultures and was started on keflex antibodies for a driveline infection. The patient is afebrile but had bloody drainage around the driveline site. The patient remains ongoing.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the reported infection and the device could not conclusively be determined. The patient continues with an ongoing driveline infection but is doing well with no other reported issues. Infection is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.